Event description:
On (B)(4) 2012, intuitive surgical, inc. (Isi) received (B)(4) from the FDA. The event details are provided below: during robotic procedure, surgeon was using the precise bipolar. While in use he noticed that instrument was sparking at the tips. There was no harm to the patient. Instrument was immediately withdrawn and sequestered.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation found that the instrument was returned with both yaw pulleys exhibiting charring and localized melting at the grip base and between the grips. The evidence is not conclusive, but the charring may be due to a breach in the insulation, carbonized tissue which created a conductive path, or high generator settings. 48, 80 - failure analysis evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .120 - .240 in length and are not aligned with the tube axis. It was concluded that the damage was like due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.